Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. After pre plain old balloon angioplasty (poba) was performed, a 24mm x 2.25mm promus premier¿ stent was advanced but was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was lifted. The procedure was completed with another with same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were distorted, stretched and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance when advancing to the lesion site. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. After pre plain old balloon angioplasty (poba) was performed, a 24mm x 2.25mm promus premier¿ stent was advanced but was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was lifted. The procedure was completed with another with same device. No patient complications were reported and the patient's status was good.